Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac perforation, cardiac tamponade, pericardial effusion, cardiac arrest and blood pressure drop during a procedure to implant a leadless implantable pulse generator (ipg) system. When the delivery system was pressed, angiography showed slight slippage and the tip had perforated outside the right ventricle, and the delivery system was removed from the body. Perforation was found upon further angiography and pericardial effusion and cardiac tamponade were confirmed by echocardiogram. Blood pressure drop was noted. Drainage measures were taken; blood could not be drawn very much, so the patient was temporarily stabilized, but a heart massage was performed after cardiac arrest. Medication was administered and drainage was resumed. At this point, red blood was confirmed. The bleeding did not stop, so surgery was performed. Thoracotomy was performed, and a perforation was observed in the left ventricle. The myocardium was fragile, and the bleeding could not be completely stopped, so the operation was completed. It was reported that the patient died. The physician's assessed that after the drainage following the right ventricular perforation stabilization, the left ventricle perforated for an unknown reason, which led to increased bleeding and death. The cause is believed to be the patient's myocardial condition. The cardiac muscle was fragile.